Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("during the first removal surgery, it was revealed that one coil was stuck in her uterus") and device breakage ("when physician attempted the remove the right essure coil, the coil broke") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome and irregular periods. Previously administered products included for an unreported indication: metformin. Concurrent conditions included blood pressure high, type ii diabetes mellitus and general anesthesia (during procedure). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal") and device difficult to use ("a piece of essure remained in her uterus"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/ periods would become longer, with heavy clotting/ longer periods/ abnormal red color of menses"), dysmenorrhoea ("dysmenorrhea/ cramping during periods / painful menses"), headache ("headaches"), alopecia ("hair loss"), weight increased ("weight gain"), arthralgia ("joint pain"), polymenorrhoea ("frequent menses") and allergy to metals ("suspicion of nickel allergy"). The patient was treated with surgery (in (B)(6) 2016, the right fallopian tube and part of right essure were able to be removed) and surgery (uterus, left fallopian tube with essure and remaining piece of right essure removed in (B)(6) 2017). Essure was removed. At the time of the report, the embedded device, device breakage, menorrhagia, dysmenorrhoea, headache, alopecia, weight increased, arthralgia, polymenorrhoea and allergy to metals had resolved and the complication of device removal and device difficult to use outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device difficult to use, dysmenorrhoea, embedded device, headache, menorrhagia, polymenorrhoea and weight increased to be related to essure. Diagnostic results: on (B)(6) 2015, the hysterosalpingogram showed that the essure devices appear to be in good position bilaterally with no evidence of fallopian tube visualization. On (B)(6) 2016, a review of the hsg showed the right essure device on the ostia of the cornea. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including that during first removal surgery, it was revealed that one coil was stuck in her uterus and when trying to remove the right coil, essure broke. The plaintiff was submitted to surgery to remove right fallopian tube and part of the right essure in (B)(6) 2016 and in (B)(6) 2017 to another surgery to remove uterus with remaining coil, left fallopian tube with essure and cervix. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes and embedment to the uterus could occur. Device breakage during essure removal is a possible occurrence. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("during the first removal surgery, it was revealed that one coil was stuck in her uterus") and device breakage ("when physician attempted the remove the right essure coil, the coil broke") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome and irregular periods. Previously administered products included for an unreported indication: metformin. Concurrent conditions included blood pressure high, type ii diabetes mellitus and general anesthesia (during procedure). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), the first episode of complication of device removal ("complication of device removal") and the second episode of complication of device removal ("a piece of essure remained in her uterus"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/ periods would become longer, with heavy clotting/ longer periods/ abnormal red color of menses"), dysmenorrhoea ("dysmenorrhea/ cramping during periods / painful menses"), headache ("headaches"), alopecia ("hair loss"), weight increased ("weight gain"), arthralgia ("joint pain"), polymenorrhoea ("frequent menses") and allergy to metals ("suspicion of nickel allergy"). The patient was treated with surgery (in (B)(6) 2016, the right fallopian tube and part of right essure were able to be removed) and surgery (uterus, left fallopian tube with essure and remaining piece of right essure removed in (B)(6) 2017). Essure was removed. At the time of the report, the embedded device, device breakage, menorrhagia, dysmenorrhoea, headache, alopecia, weight increased, arthralgia, polymenorrhoea and allergy to metals had resolved and the last episode of complication of device removal outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, device breakage, dysmenorrhoea, embedded device, headache, menorrhagia, polymenorrhoea, weight increased, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. Diagnostic results: on (B)(6) 2015, the hysterosalpingogram showed that the essure devices appear to be in good position bilaterally with no evidence of fallopian tube visualization. On (B)(6) 2016, a review of the hsg showed the right essure device on the ostia of the cornea. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including that during first removal surgery, it was revealed that one coil was stuck in her uterus and when trying to remove the right coil, essure broke. The plaintiff was submitted to surgery to remove right fallopian tube and part of the right essure in (B)(6) 2016 and in (B)(6) 2017 to another surgery to remove uterus with remaining coil, left fallopian tube with essure and cervix. In the present case, the exact date and mechanism of embedded device are unknown. Device breakage occurred during essure removal. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect.